Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic after experiencing syncopal episodes for the past month. The physician did not believe the syncopal episodes were device related and believed that it could be caused by drops in blood pressure. No intervention was reported. No further information could be obtained.